Event description:
The parents presented at the clinic and reported that the child was not hearing with the device as previously. It was initially unknown if an incident of accident or trauma had occurred. There was no redness or swelling present at the implant site. There have been no changes in health or medication. The recipient was re-implanted. According to the device explantation report, the device failed after a reported head trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents presented at the clinic and reported that the child was not hearing with the device as previously. An incident of accident or trauma is unknown.